Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a recent system follow-up, this lead was exhibiting impedance measurements over 3000 ohms. It was additionally observed via system trend data plots, that this was a slow rising trend pattern. The field representative confirmed the lead sensing and detection capabilities were normal and unaffected. No intervention has been performed; to date, this lead remains implanted and in service.